Manufacturer narrative:
The reported event that a locking screws,cross-pin,self-t,2.3x13mm did not lock to the plate could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. These are some of the possible causes: carelessness, unexperienced or untrained medical person, too high torque applied, locking screw not centrical to plate hole inserted, too high insertion angle. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not received.

Event description:
During variax hand surgery, the screw did not lock to the plate. The surgeon replaced the screw to a new one, then the new one could be locked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax hand surgery, the screw did not lock to the plate. The surgeon replaced the screw to a new one, then the new one could be locked.